Event description:
The patient anatomy was normal. On (B)(6) 2012, the patient experienced acute cerebral infarction. The patient was administered t-pa but it was not effective. A reperfusion catheter 032 was used to aspirate clot in the middle cerebral artery. The clot scattered from the m2 into the m3 segment and one vessel of the m3 became occluded. However, the physician was unsure which device caused the occlusion. The patient experienced onset of myocardial infarction after the procedure. Vasopressor was administered to the patient.

Manufacturer narrative:
Conclusion: distal emboli is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Devices discarded by hospital.